Event description:
It was reported to philips that the system was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not booting up. A review of the system logfile confirmed that the reported issue occurred due to software issue. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found intermittent software issue. To resolve the issue, the fse reloaded the software from scratch. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.